Manufacturer narrative:
Device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed. Corrected data: device is an instrument and is not implanted/explanted.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that the tip of both screwdriver shafts are broken off. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that exceeding applied mechanical force led to the deformation. Please take note that both screwdriver shafts are designed for screw insertion and they should neither be used for screw removal nor for screw tightening.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient had spine procedure on (B)(6) 2012 and was implanted with arcofix and synex implants. Fifty (50) days later, patient developed an infection. Patient returned to operating room to have hardware removed on an unknown date. During removal of the screws the t25 screw driver shaft broke and the holder for mis rods broke. The removal was completed, patient is receiving antibiotics. This is 2 of 5 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.